Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was an unspecified chemotherapy leak where the bonded texium was attached to the tubing which resulted in a spill.